Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. Treatment was not reported. At the time of this report, the patient was recovering from the event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). On an unknown date during hospitalization for peritoneal dialysis catheter issues, the patient experienced peritonitis. Treatment for the peritonitis event was provided during hospitalization, but medication, dosage, route, frequency, and duration of treatment was not specified. One day prior to the receipt of this additional information, the patient was discharged from the hospital. The patient continued recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.